Event description:
A physician reported a pt who was treated in the oral commissures on 29 dec 97. Immediately after the treatment, redness was noticed at the injection sites. On 14 jan 98, the pt was examined in the office and red areas were noted at the oral commissures. The physician prescribed topical diprolene and topical nizoral to the red areas. On 19 jan 98, the pt was seen and the red areas had "faded". On 27 jan 98, the pt was examined and the left corner of the mouth was pink. The physician injected intralesional kenalog into that area. On 4 feb 98, the pt was examined and it was noted there were "puffy" areas at the corners of the mouth. He prescribed topical interventions of lotrisone, ultravate, and cleocin. The physician believed that the symptoms were possibly due to hypersensitivity to collagen or an unrelated contact dermatitis. No further medical or surgical intervention was planned.